Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the md was performing according to the IFU. After flushing, the catheter was reinserted into the patient's body. When the catheter was removed from the patient's body for flushing after the procedure, the catheter tip was detached. Md, who determined that it would not be a good procedure, judged the product as a defective product. Therefore, the doctor decided that the product could not be used anymore, and finished using the same product without any abnormality.

Manufacturer narrative:
(B)(4). The customer returned a 7fr ptd catheter and rotator for evaluation. The catheter was returned with the ptd basket was exposed out of the sheath and showed evidence of use. Visual examination revealed that the catheter cable was separated from the device. Visual examination of the cable revealed the solid proximal portion of the ptd catheter cable had separated from the torque cable within the sheath. The sheath was severely kinked at the location of the separation. Both pieces were removed from the sheath and examined under magnification. Microscopic examination of both broken ends revealed twisted and deformed/stretched cable wires indicating a break due to excessive force and/or stretching. Several other kinks were observed in the sheath body but no other defects or anomalies were observed in the torque cable. Evidence of use in the form of dried blood was observed on the torque cable. The major kink in the sheath was located 15mm from the catheter hub assembly. The torque cable was separated 578mm from the basket connector and the solid cable was separated 125mm from the proximal end. (Con't) other remarks: the current instructions-for-use (IFU) provided with this product provides guidance on the use of this product and warns the user to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment that the catheter assembly is not to be advanced forward during activation. It also states that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. The reported complaint of the ptd catheter cable separation was confirmed through visual examination of the returned sample. The ends of the catheter cables were twisted, stretched and separated just below the catheter cannula and twist marks were observed in the sheath body at the same location. Therefore, based on the condition of the sample, the time of discovery and the information provided, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer alleges the md was performing according to the IFU. After flushing, the catheter was reinserted into the patient's body. When the catheter was removed from the patient's body for flushing after the procedure, the catheter tip was detached. Md, who determined that it would not be a good procedure, judged the product as a defective product. Therefore, the doctor decided that the product could not be used anymore, and finished using the same product without any abnormality.